Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving dilaudid and ketamine at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient had been sick with bladder infection and pneumonia and went to the hospital on (B)(6) 2018 and could not get a pump refill and the pump was beeping since a week and a half prior to (B)(6) 2018, but the patient was able to get a refill on (B)(6) 2018. The pump alarm was likely a low reservoir alarm. The device/therapy was not thought to have caused, contributed to, or exacerbated the bladder infection or pneumonia. There were no further complications reported at this time.